Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This lead was included in that field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high impedance and oversensing resulting from a possible fracture. During the replacement procedure, it was noted that the rv lead had fractured due to suboptimal positioning beneath the clavicle. In addition, it was determined that the lead was implanted after the use before date. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was not implanted after the use before date. The original implant date was incorrect. No patient complications have been reported as a result of this event.